Event description:
On (B)(6) 2008, the pt underwent treatment of an abdominal aortic aneurysm with three gore excluder aaa endoprostheses. On (B)(6), 2012, an additional procedure was performed whereby coil and glue embolization was performed to treat a possible type ii endoleak. On (B)(6) 2013, f/u imaging again identified a type ii endoleak from multiple lumbar arteries with aneurysm enlargement of an unk amount. On (B)(6) 2013, an intervention was performed to treat the persisting type ii endoleak. An additional device was implanted extending down to the left hypogastric artery, and the entire endograft system was reballooned. Final angiography showed no evidence of endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional devices implanted and involved in this event: (B)(4).